Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that over 14 years post implant of this bioprosthetic aortic valve, the patient developed shortness of breath with exertion. The patient underwent a cardiac catherization and echocardiogram, which showed severe prosthetic aortic valve stenosis. Of note, the patients previously diagnosed 4.3 cm ascending aortic aneurysm appeared stable. Ultimately, 15 years and 4 months post implant, the patient¿s valve was replaced with a bioprosthetic valve of the same size, but a different model. The patient also received a non-medtronic ascending aortic graft. Upon inspecting the explanted valve, calcific debris was present on all leaflets. Fibrous pannus growth was also noted. No additional adverse patient effects were reported.